Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low glucose event reported at 59 mg/dl and had been announcing smaller-than-actual meal sizes for over a week, after which meals maladapted; the user later confirmed the lows were due to sensor inaccuracy and received education on the risks of announcing incorrect meal size, with a factory reset approved and planned for support. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue related to improper procedure or method in the user interface due to announcing incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.